Manufacturer narrative:
Pump received with alarm, problem isolated to mother board. Unable to confirm compromised force system resistor alarm due to e22 alarm. Unable to perform any test due to alarm. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and loose and protruded drive support disk noted.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple alarms unexpectedly. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting educated the customer about the pump and indicated that a replacement pump would be provided and to return the device for analysis. No further details provided.